Manufacturer narrative:
The investigation determined root cause is attributed to loose mounting screws and a bent pot platform bracket (physical damage). The cause of the damage is unconfirmed, however. The low energy clinac uses a single potentiometer on the collimator rotation drive mechanism. The potentiometer shaft uses a 26-tooth sprocket to engage the #25 collimator drive roller chain to record movement. This is then translated to the electronic display on the clinac throat and the console. The loose screws and bent bracket can cause the pot drive sprocket to disengage and/or skip a tooth resulting in discrepancies in the reported position. Skipping one tooth on the sprocket is roughly 1.5 degrees in rotation. Detection can be easily verified by looking at the collimators mechanical scale and comparing to the electronic display. However, this may not happen after each rotational move and therefore go undetected, the effect is cumulative. In stereotactic radio surgery (srs) treatments in the case where the user does not use an external position verification system, it could result in unintended radiation dose to normal tissues and critical structures. Varian has examined device labeling and has not found any explicit warnings that external positioning systems should be used for position verification for srs treatments (although such recommendations do exist in published literature for this type of treatment). Varian is not aware of any mistreatments due to this malfunction. However, it was determined this event may cause or contribute to a serious injury, if the malfunction were to recur under specific use conditions. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.

Event description:
The customer reported the collimator does not match readout position.